Manufacturer narrative:
Batch review performed on 16.july.2019: lot 177246: (B)(4) items manufactured and released on 01-mar-2018. Expiration date: 2023-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved in the complaint batch reviews performed on 16.july.2019: liner: mpact 01.32.3241 hct flat pe hc liner ø32/d (k103721) lot 177246: (B)(4) items manufactured and released on 01-mar-2018. Expiration date: 2023-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Cup: mpact 01.32.150dh acetabular shell ø50 two-holes (k132879) lot 177291: (B)(4) items manufactured and released on 2-mar-2018. Expiration date: 2023-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Stem: amistem h 01.18.130 ha coated std stem size 0 (k093944) lot 153415: (B)(4) items manufactured and released on 18-nov-2015. Expiration date: 2020-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection, the pathogen that made the infection rise is still unknown. About 1 year after surgery the surgeon explanted the hip implants (stem, ball head, cup and liner), performed a washout and implanted an antibiotic spacer.